Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer removed the battery and waited ten minutes, but the display did not return. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specifications. The insulin pump had cracked case at display window corners, cracked battery tube threads, minor scratches on the lcd window, broken belt clip slot and broken reservoir tube lip.